Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2021, a 24mm amplatzer septal occluder was selected for implant. Upon deployment both discs deformed into a cobra head. The device presheath and removed from the patient and exchanged for a 30mm amplatzer septal occluder. It reason for the upsizing in the occluder was due to doctor feeling septal was more redundant after upsizing on balloon. There were no patient consequences reported and the patient was in stable condition.

Manufacturer narrative:
An event of the device deforming into a cobra head was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.